Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "the vaccine wont go through the needle".

Manufacturer narrative:
Correction: the following fields have been updated due to additional information provided by the customer: b.3. Date of event: 2022-04-11. B.5. Describe event or problem: it was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. This occurred once each in lots 1341422 and 1341423. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1341422. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 07-dec-2021. D.4. Medical device lot #: 1341423. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 07-dec-2021. Investigation: investigation summary: it was reported that the vaccine would not go through the needle. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with device history record analysis the symptom reported by the customer is confirmed for lot number 1341422. A device history record review was completed for provided lot number 1341423. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. This occurred once each in lots 1341422 and 1341423. The following information was provided by the initial reporter: "the vaccine won¿t go through the needle".